Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and displacement test. Low battery alarm, insert battery alarm, and replace battery now alarm are confirmed in the long trace file. Detail trace analysis confirmed an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. No unexpected low battery alarm, insert battery alarm, and replace battery now alarm noted during testing. The pump was received with scratched case, pillowing keypad overlay, fading serial number label, cracked retainer, missing display window cover, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the strip on top of display has fallen off and also had low battery, change battery and insert battery now alarm on insulin pump. The customer's blood glucose was 8.7 mmol/l. The product was returned for analysis.